Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experienced a driveline fault alarm. The log files were submitted for review. The event log file recorded a driveline power fault associated with a (f5) pwr_b_broken controller fault on 22may2026 at 17:05:58. The motor function was not affected by this event.